Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis. Customer's current blood glucose is 217 mg/dl. Customer stated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. They stated that the auto mode feature was not active at time of high blood glucose event. Customer reported that display was blank currently. The device will be returned for analysis.